Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed. The device was subjected to and passed all returned product testing. The device was found to have met specification.

Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillator was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.